Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 the device history record (DHR) was not reviewed as the device serial number was not provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm edwards surgical valve was placed under consideration for valve-in-valve intervention after an unknown implant duration due to unknown reasons.